Manufacturer narrative:
The manufacturer received a thunderbeat hand piece tb-0535fc with the actual lot# pw304644 imprinted on the handle. The device was returned as used for evaluation due to ¿teflon pad got disconnected from the hand piece. Teflon pad peeling off¿. A visual inspection of the device was performed; there are some tissues build up. The ptfe pad (teflon pad) was inspected and found to be worn, partial split in cross direction, lifted up, exposing metal, but not suspected to be lost. The teflon pad still attached to the jaw, and the jaw's gold insulation was in good condition. Charred stains were found on the probe due to thermal damage. The device was then attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check, and both switches are functional. The wiper movement was normal. The consistency of movement of the handle and jaw was normal. The handle load was normal. The rotation of the knob torque was normal and smooth. Based on the evaluation findings, the damage of the teflon pad was likely due to mishandling. If there was no tissue or insufficient tissue between the probe and jaw when the device was activated, or kept activating the output after a transection of tissue was done.

Event description:
The company representative reported an out-of-box failure which occurred during a procedure. The olympus item tb-0535fc the teflon pad got disconnected from hand piece. No patient injury occurred and the intended procedure was completed. The patient was undergoing a total laparoscopic hysterectomy (therapeutic) procedure when the teflon pad got disconnected from the hand piece. The procedure was able to be completed. No fragments fell into the patient. There was observed peeling of the teflon pad but it is unknown if there was metal exposed on the device jaw. The device was inspected prior to use and no abnormalities were observed. The physician was trained on the techniques on how to use the device by a previous rep and the physician is experienced in using the device. The procedural tips and techniques instructions that were distributed on 23sep2013 has been shared with the user facility.